Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and discomfort. The ipp was not deflating completely. The patient has a follow up visit scheduled. No further patient complications reported.

Manufacturer narrative:
Correction to field d5. Operator of device.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and discomfort. The ipp was not deflating completely and not functioning properly. The ipp was explanted and replaced. No further patient complications reported.